Event description:
Customer received 2nd recall notification and called in stating that they had a mattress that delaminated.

Manufacturer narrative:
This mattress has not been inspected due to the customer discarding of the mattress. A new mattress is being shipped to the customer. This problem has been assigned to CAPA #(B)(4), and a f/u report will be submitted upon completion of the corrective action.